Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was not performed because the event log is not available. Evaluation could not reproduce the reported problem of "false downstream occlusion alarm". The reported problem was confirmed through causality. The cause was determined to be an out of specification downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarm. The problem happened in the surgical floor. There was no known patient injury or medical intervention associated with this event. No additional information is available.